Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed and were within specifications. Calibration and controls were run and all results were within the customer's specifications. Calibration data did not indicate an error. Quality controls recovered within expected ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas integra 400 plus. The reporter noted the sample tube of the complained sample was not filled. The reporter repeated all samples tested in the same run and there were no issues with these samples. The sample initially resulted with an hba1c value of 8.4 % and this value was reported outside of the laboratory. The patient's provider called and stated the result was not what they were expecting. The sample was repeated on (B)(6) 2019, resulting with a value of 5.6 %. The repeat value was what the provider expected for the patient. The hba1c reagent lot number was 38955901, with an expiration date of 30-sep-2020.